Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, first triclip was implanted. While implanting the second clip, it interacted with the first clip, and caused single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Additional triclip was implanted. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.